Manufacturer narrative:
Qn#(B)(4). The lot number was originally reported as unknown; however, the sample returned was from lot number 74k1602261. A device history record (DHR) review was performed on this lot number and there were no issues found that could relate to the reported complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. A visual exam was performed on the returned sample and there were no defects observed. Functional testing was performed and the check valve discs in all three valves would move as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. The column to bottle valve and the bottle to column dump valve opened and closed freely. The returned column was connected to a concha water bottle in the correct positioning and both upper and lower tubes were punctured into concha water bottle. Other remarks: the lower tubing filled as expected. The column was then connected to a 2416 comfort flo circuit and 2411-04 cannula using a 3lpm flow. The nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. The column was put into real time operation mode with a concha neptune heater. The neptune came up to set temperature of 37 degrees c. Heated humidification was successfully passing through the breathing circuit indicating the column was responding appropriately to the heat and water. Also, the water bottle was disconnected and water drained from the column. The column was placed back into the neptune with no water supply and the neptune was turned on. Within four minutes the low water indicator lamp was blinking validating the proper operation of the column low water float. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample. The defect reported in the complaint could not be replicated.

Event description:
Customer complaint alleges "the hospital had a hfnc (high flow nasal cannula) setup that had water buildup in the inlet and outlet ports of the concha column. The flow was 8-10 l/m for a peds pt. The concha column appears to be full of water. The reservoir water bottle is about half full." Alleged issue was detected during use. The set up was changed. It was reported there was not injury to the patient.

Manufacturer narrative:
(B)(4). A visual and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of device sample and lot number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed based only on the information provided. If the device is returned at a later date this report will be updated.

Event description:
Customer complaint alleges "the hospital had a hfnc (high flow nasal cannula) setup that had water buildup in the inlet and outlet ports of the concha column. The flow was 8-10 l/m for a peds pt. The concha column appears to be full of water. The reservoir water bottle is about half full." Alleged issue was detected during use. The set up was changed. It was reported there was not injury to the patient.